Manufacturer narrative:
Product was received by MFR, however, investigation report is incomplete at this time. A f/u report will be submitted when investigation is complete.

Event description:
The event reported as: during insertion of a needle holder (with a 5/8 needle), a part of the seal separated and fell inside area (situs). Complaint states that the part was able to be removed during surgery without any problems or occurrences. There was no reported impact to the pt. No pt injury reported.